Event description:
Physician tried to set the penumbra reperfusion catheter 032 into the penumbra reperfusion catheter 054 outside of the body, but could not move it forward around the distal tip of the 054 catheter. The 032 catheter was replaced with the merci retriever v 3.0 firm to continue the operation.

Manufacturer narrative:
Results: the catheter is damaged on the distal end of the shaft. The damage is approximately 7.6 cm and 9.0 cm from the distal tip. Conclusion: the complaint has been evaluated and confirmed. The 032 reperfusion catheter has pinches in the distal portion of the shaft. The complaint indicates that the physician had trouble getting to 032 reperfusion catheter through the distal end of the 054 reperfusion catheter. However, this could not be directly evaluated because the 054 reperfusion catheter was not returned. Instead, the returned 032 catheter was inserted into a new 054 catheter to test its compatibility. The 032 catheter did not advance distally, because the pinched shaft makes the o.d. Of the 032 larger than the 054 distal ID a new 032 catheter was opened and inserted through the hub of the new 054 catheter and was able advance distally with no issue. The damage observed during the investigation was likely due to product mishandling during preparation of the device for use or removal from the packaging. All devices are inspected and it is unlikely this damage existed before the product was removed from the packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.